Manufacturer narrative:
The passport v monitor was returned to the manufacturer for evaluation. Upon completion of an extensive investigation, it was concluded that the passport v monitor operated within specification, and that the data for the patient event could not be retrieved because the maximum data storage time had been exceeded. Additionally, the customer does not attribute the patient event to any alleged malfunction of the device. (B)(4). (Exemption #e2015032).

Manufacturer narrative:
The investigation of the reported event is in process, results pending the analysis of the device. The customer does not attribute the event to the inability to retrieve patient logs. The monitor is under evaluation in an attempt to retrieve the requested data. (B)(4). (Exemption #e2015032).

Event description:
It was reported that on (B)(6) 2017 after a patient expired, the customer was unable to retrieve trend data from the passport v patient monitor.